Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced multiple site leaks with 23-inch, 6 mm infusion sets and a separate episode of cartridge leakage associated with the ilet system, without bent cannulas observed, and replacement sites and cartridges were arranged. Symptoms included hyperglycemia, for which the patient used subcutaneous insulin pens as backup therapy. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included troubleshooting and education provided to the patient. Investigation of this case revealed product performance issues consistent with leakage at the infusion site and from the cartridge, with no device alerts generated. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate user- or use-related factors contributing to leakage without evidence of device malfunction.